Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier and weight are not available for reporting. Additional device product code is hrs. Other number¿UDI: (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Reporting facility phone number is (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to treat a left olecranon fracture on (B)(6) 2017 using a variable-angle (va) locking screw and a variable-angle locking compression plate (va-lcp), the locking screw spun around and the surgeon couldn¿t tighten it during insertion into the most proximal hole of the va-lcp. Despite many attempts, the surgeon could not remove the screw so it was left in place. The surgery was delayed approximately 10 minutes due to the reported event. The surgeon reported concern regarding the strength of the fixation due to the failure of the locking screw to lock. The patient¿s postsurgical outcome was reportedly good. Concomitant reported part: 1x va-lcp (part 04.107.302s lot unknown). This report is 1 of 1 for (B)(4).